Event description:
According to the complaint on 09sep2024, rchn (radiometer china) received the adverse event reporting from the national medical device adverse event monitoring information system, ae no (B)(4). The hospital reported that, on (B)(6) 2024 a blood gas analysis was performed to check the patient's po2 and pco2 according to the doctor's instructions. During the use of the abl90 flex blood gas analyzer (serial no; (B)(6)), it was found that the inlet gasket with holder couldn't return to its original position automatically. After manually resetting the inlet gasket with holder, continue using the device. Then the engineer was contacted, and the inlet gasket with holder was replaced.

Event description:
The hospital reported that, on (B)(6) 2024 a blood gas analysis was performed to check the patient's po2 and pco2 according to the doctor's instructions. During the use of the abl90 flex blood gas analyzer (serial no; (B)(6)), it was found that the inlet gasket with holder couldn't return to its original position automatically. After manually resetting the inlet gasket with holder, continue using the device. Then the engineer was contacted, and the inlet gasket with holder was replaced. New information received 18sep2024: the following is the engineer's survey, the inlet gasket with holder couldn't rebound properly because the inlet probe was bent. After guiding the customer to replace a new inlet probe, the analyzer returned to normal operation. The inlet gasket with holder hasn't been replaced. The engineer suspects that the inlet probe might have been bent during the inlet operation. He provided instructions to the customer on the precautions for inlet operations. New information received 24sep2024: during the entire aspiration, the analyzer didn't show any error messages. The patient sample record corresponding to the issue is from the timestamp (B)(6) 2024 1:40:58 pm. The hospital originally planned to perform the blood gas analysis at about 9 am, but encountered the reported issue and did not proceed. At noon, they contacted the engineer, re-collected the sample, and manually reset the inlet gasket with holder. After completing the patient sample analysis, the customer, under the guidance of the engineer, checked the analyzer and discovered an issue with the inlet probe, which was then replaced. New information received 11oct2024: yes, throughout the process, the analyzer did not report any errors. This is because the user manually reset the position of inlet gasket with holder before the analyzer could abort the sample and report the error 1190.

Manufacturer narrative:
The radiometer investigation has concluded that the product worked as intended. Hence, this incident does not meet the criteria of a reportable MDR now.